Manufacturer narrative:
A product quality issue was not identified. According to the data provided and reviewed, the cobas liat analyzer appears to be working well. A root cause has not been identified. Possible causal factors may be sample processing related. This is a run-specific issue and the reagent is performing as expected.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The first sample generated negative results for all three targets (sars-cov-2, influenza a & b negative). A new sample was collected and tested on the same cobas liat analyzer which generated a positive results for sars-cov-2 (negative for influenza a/b). A third sample was collected and tested on the same cobas liat which generated a negative result for all three targets. All results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.